Event description:
Customer reported that she had been experiencing high blood glucose. She stated that the blood glucose reading was 254 mg/dl before she took a bolus for a low carb dinner and then later it was up to 491 mg/dl. She removed the infusion set and stated that the cannula was not bent. While filling the tubing, she received a motor error alarm. At the time of the report, the blood glucose reading had gone up to 532 mg/dl. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. She was assisted in clearing the alarm and stated that she was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. No motor error alarm noted. The device had a scratched display window, cracked battery tube threads and a cracked reservoir tube lip.